Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 3500, the jaw on the cutter had a crack in it and the wire split. The wire came loose but nothing fell into the patient. There were no patient injuries and they had to open a new kit to finish the case.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the lot # 25161782 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 02/14/2022. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw exposing the metal portion of the cold jaw. The detached cold jaw insulation was not returned for evaluation. Based on the returned condition of the device and the investigation, the reported failure "material twisted/ bent wire" was not confirmed, but was confirmed for the analyzed failure "peeled jaw".

Event description:
N/a